Event description:
Resident clipped drill bit on k-wire during the procedure and piece was left in foot. There were 2 k-wires already placed into the foot. The resident was using a cannulated drill bit to drill down to place an anchor. While drilling down, it appears that he skimmed one for the 2 k-wires that were in place. When drill was removed, it was identified by the resident that the tip of the drill was missing. The surgical technologist (st) was not aware that the portion of the k-wire was not intended to be left in. The st estimated the missing tip to be approximately 1mm. Mini c-arm was used for case - the tip was visualized on imaging. Doctor was aware, and he indicated that he was leaving the tip in the bone because it would cause more damage to remove.